Event description:
It was reported that the patient had intrahepatic and extrahepatic bile duct stones, accompanied by cholangitis, and underwent partial hepatic resection under general anesthesia. The pressure sensor and attachments were used to perform dynamic blood pressure monitoring during the operation to monitor the changes in the patient's condition. It was found to be unstable as at the data disappeared after a short time of using the device, suggesting sensor obstruction. It was then replaced with a new one. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.